Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the cystonephrofiberscope was processed with the gas cap off. It is unknown when the issue was found. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned for inspection and the reported issue could not be confirmed as the issue was an observation during processing. Based on the results of the investigation, the reported issue occurred due to customer handling. Olympus will continue to monitor field performance for this device.